Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the tissue pad was partially peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, three hours into a therapeutic laparoscopic hepatectomy procedure, one third of the anterior side of the device tissue pad disappeared, apparently by melting. The device was replaced with another similar device. The same issue occurred with the tissue pad of the second device. A third new similar device was opened. The procedure was completed with the third device with no further problem. There is no harm or adverse impact to the patient. There were unknown error messages received for the device at the time of the event. Per the physician, there may have been an empty oscillation for the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Since the seal and cut output was performed with the grip closed (including after the tissue was cut) without gripping the tissue, the tushoe pad was worn and part of it was peeled off. 2.since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3.the output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. Also, an error was detected. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: no patient information will be provided by the customer.

Event description:
Addendum aug 31, 2022: the event occurred in the middle of the procedure when the doctor was performing cut. Settings at the time were seal and cut 1, seal 3. There was no delay in the completion of the procedure. The patient did not need additional anesthesia. The intelligent tissue monitoring (itm) functionality was on during the procedure. The device was inspected prior to use with a probe check inspection. There was no issue with the device.